Event description:
As reported, event 2: two incidents where their caresites had leaked during chemotherapy treatments, no patient or user harm reported but there was a risk to the patients and staff due to the leakage of chemotherapy drugs. Customer was not sure which part of the product the leak was coming from.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. The original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(6) of the FDA esg help desk.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Twenty (20) samples were received for further evaluation. Based on the affiliates evaluation results, the samples were visually and functionally tested, and no damages were observed. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.